Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose level measuring above 400 mg/dl and was treated with insulin via pump due to leakage at the site event on (B)(6) 2026. Due to the event patient experienced symptoms including polydipsia and led to low blood glucose level.